Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/16/2026, the patient reported that her cgm alerted low. She attempted to treat the low by eating food, including orange juice and a peanut butter sandwich, but stated that the cgm reading did not improve. The cgm briefly showed a value of around 80 mg/dl, then dropped again and remained low (unable to recall the exact value), eventually displaying approximately 50 mg/dl. She did not check her blood glucose via finger-stick and stated that she felt ¿crappy." Around 1:00 am on 04/17/2026, she called 911. When emergency medical services (ems) arrived, her blood glucose was checked via finger-stick and measured around 300 mg/dl, while the cgm showed approximately 60mg/dl. She was given intravenous (IV) fluids and transported to the emergency room (ER). At the ER, her blood glucose remained over 300 mg/dl, while the cgm fluctuated between the 50s and 70s mg/dl. Later, the cgm displayed a brief sensor issue ¿wait for 3 hours¿ message. She remained at the ER for approximately four hours and was discharged around 5:00 am, stating that she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 04/16/2026. The reported glucose values fall within the c, d zone of the parkes error grid on 04/17/2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.